Event description:
Caller alleged discrepant results with inratio meter versus lab. Caller had ran a patient's sample and got an error; caller repeated test and got the same error. A different nurse rand the same thing and got the same error. Caller did a draw from a vein to compare to the lab, and took another tube and ran on two different meters and got 1.7 and 3.3 on the two inration meters and took the original tube and got a 1.5 in the lab.

Manufacturer narrative:
Comparison values provided by customer of 1.7 on one inratio meter, 3.3 on another inratio meter, and 1.5 from a lab were not evaluated because blood from a venous draw was used for the inratio meter tests. Only fresh capillary blood from a fingerstick should be used with the inratio meter. Patient was on heparin. Heparin is an interfering medication and the meter should not be used while the patient is on heparin. Caller reported error qc 1+2 was obtained three times on the same patient. Qc errors may be generated if device is not used as directed and/or as indicated. No product is expected to be returned. Discrepant was not established due to interference presence, product deficiency was not established. Further action not required. No corrective action is required as no product deficiency was established.